Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage. Concomitant products: d314trm implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2012; 5076 implantable pacing lead, implanted: (B)(6) 2012; 4296 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was further reported that the implantable cardioverter defibrillator (ICD) did not meet longevity expectations. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.